Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 31dec2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported flow error out of tolerance range. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 23jan2019. The manufacturer¿s international service technician could not duplicate the reported issue. The manufacturer¿s international service technician performed an operational check and no failure was found by the predetermined check test. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.